Event description:
It was reported, the pt is experiencing unwanted abdomen stimulation. A sjm representative was unable to resolve the issue with reprogramming. X-rays are to be taken to verify scs lead placement.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.